Event description:
Bowel obstruction, abdominal adhesions. This 56 year old female pt with diabetes mellitus has an extensive surgical history which includes a partial hysterectomy in 1971, adhesiolysis in 1973, total hysterectomy and adhesiolysis because of bowel obstruction in 1979 and hemicolectomy in 1990 due to diverticular disease. Furthermore, the pt underwent a urinary bladder resection. On 3/15/1999, pt underwent an extensive adhesiolysis operation, which lasted 4.5 hours. During laparotomy, it was observed that bowel was enlarged and greater omentun was short. Operative findings during initial operation indicated intestinal occlusion due to adhesions. Reporting physician noted "presence of diffuse viscero-parietal and viscero-visceral adhesions involving whole small intestine". Operation included extensive visceral dissectioning which involved freeing intestines from treitz ligament to caecum. Operation proceeded without reported complications. Prior to closure, bowel was washed with saline and two sheets of sepraflim (lot 318148) were placed between colon and bowel. No drain was placed. During post-operative days 1-4, no complaints were reported and blood tests remained normal. Body temperature was also normal. On 3/19/1999, pt started to present symptoms compatible with sub-occlusion. Thereafter symptoms increased in severity. On 3/31/1999, pt was re-operated. It was observed during this re-laparotomy that some of intestinal loops had tightly adhered to abdominal wall. Surgeon proceeded with detachment of intestinal loops from parietal peritoneum. Some enterotomies were accidentally made which were then sutured. A jejunostomy was performed and a drain arranged. No biopsies were taken. Blood test results have not been made available. During days after operation, it was observed that bowel was less firm. It was concluded by the reporting surgeon, that this pt, who had undergone multiple abdominal surgeries, had developed intestinal occlusion due to post-surgery peritonitis. An assessment of relationship will only be made after eval of blood test results. Follow-up info received 4/15/1999 indicated that in reporting physician's opinion there is a possible relationship between events that occurred and administration of seprafilm.